Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an episode of dizziness, due to dehydration, and there was difficulty obtaining a mean arterial pressure (map). There were no ventricular assist device (vad) alarms, however, the pulsatility index (pi) was 11.9 at that time. The patient was repositioned with the head of the examination table turned downward and the patient's legs up. The patient was given water to drink and rested for approximately 10 minutes. The map obtained was 76/78. It was noted that there were many episodes of elevated pis that may have been related to dehydration. Amlodipine daily dose was decreased, and a full echocardiogram (echo) was ordered to be performed in the next couple of weeks. Echo results concluded that the left ventricular chamber dimension was moderately enlarged with left ventricular assist device (lvad)dimensions of 6.4 cm. There was no increased left ventricular wall thickness and left ventricular function was severely reduced with an estimated ejection fraction of 20%. There was global hypokinesis of the left ventricle and the left ventricular diastolic function was not assessed. The right ventricular (rv) chamber dimension was moderately enlarged. Rv basal diameter was 5.1 cm and rv systolic function was reduced. The patient had their heart mate 3 lvad in place and there were no hemodynamically significant valvular lesions. Unable to estimate pulmonary arterial systolic pressure due to lack of tricuspid regurgitation jet. There was normal inferior vena cava measuring 1.5 cm with >50% collapse upon inspiration consistent with normal right atrial pressure, 3 mmhg. On side-by-side comparison with prior study dated 05sep2023, there was no significant change. Log files were submitted for review and confirmed that the event file was mostly filled with pi events. There were no unusual events recorded in the log file event history. The mechanical circulatory (mcs) equipment was operating as intended. The symptoms resolved with hydration and medication adjustment, as the patient had not reported any dizziness for the next 48 hours. The plan of care was to maintain hydration and decreased amlodipine daily dose.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted system controller event log file contains events from 22jan2024 that primarily consisted of pulsatility index (pi) events. No other notable events or alarms were captured. The file appeared to capture the pump functioning as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." The IFU also explains that once every 2 seconds, the heartmate 3 pump will automatically modify its speed to create an artificial pulse. This document also notes that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. Pi events may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. No further information was provided. The manufacturer is closing the file on this event.